Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 29.5 mmol/l at the time of the call. The customer treated their blood glucose with a manual injection. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.